Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of over 300 mg/dl. The customer treated with a manual insulin injection. The customer reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. The customer reported that the insulin pump alarmed during normal prime. The customer was advised that we are unable to determine the cause of the alarm without a complete infusion set change. No additional information was provided.